Event description:
It was reported that during a cryo ablation procedure, a phrenic nerve injury (pni) occurred while ablating the right inferior pulmonary vein (ripv). The ablation was terminated after two seconds of loss. The phrenic nerve injury (pni) did not recover after ten minutes waiting. The case was aborted and the right inferior pulmonary vein (ripv) was not isolated. All targeted pulmonary veins were isolated. It is unknown if the patient was under general anesthesia. It is unknown if the phrenic nerve injury (pni) recovered. The patient was hospitalized and discharged a day later. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).